Event description:
Report received of possible "coring" of male adapters. It was reported that patients requiring nuclear medicine scans had 22g peripheral angiocatheters connected to male adapters. A nuclear isotope was injected using a blunt 18g needle. It was reported that approximately one out of 80-90 patients had a radioactive "hot spot" which showed up in the lungs on x-ray, known to be artifact. There was reported concern that these "hot spots" were possibly a small piece of the adapter that had broken off of the adapter and entered into the bloodstream and into the capillaries of the lungs. No visible defects or coring were noted on the adapters. The set-up has since been discontinued. There have been no reported adverse patient effects. Additional information was requested, but no further information was provided.